Event description:
Reported by the pt and confirmed by the doctor as leakage. Follow up findings reveal: "the leak was found when the band would not hold fluid. It was a port leak."

Manufacturer narrative:
Taper type I. The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."